Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log which confirmed progesterone (prog iii) qc was high out of biorad's range. During troubleshooting, the fse decontaminated the system with bleach, identified a broken wash port, cleaned the wash probe and nozzle, and calibrated the progesterone test. The fse replaced the wash port that is attached to the turn table and resolved the complaint. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 04oct2023 through aware date 04nov2024. There were no similar complaints identified during the search period. The st aia-pack prog iii analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of the internal control are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strict regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to lot-to-lot variation of reagents for the biorad controls. The most probable cause of the reported event was due to the broken wash port that is attached to the turn table.

Event description:
A customer reported ¿high out of range result for level 1 biorad quality control (qc) for progesterone (prog iii)¿ on the aia-360 analyzer. The customer used biorad lot # 85381 and the result was 1.15ng/ml (expected ranges 0.58ng/ml-1.08ng/ml). The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.